Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. A full technical evaluation was completed in accordance with the original equipment manufacturer specification. A blockage was noted in the air/water nozzle. The blockage was a black rubber material not originating from the device. The device failed the air/water channel flow test. In addition the biopsy channel was found to be leaking. The user¿s complaint was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for the repair of the issue of the biopsy channel leaking observed during maintenance. There is no reported harm to any patient. At the time of inspection of the returned device, foreign material was noted to be protruding from the air/water nozzle. This material was rubber like and not originating from the device. This medwatch is being submitted for the reportable issue of the foreign material found in the air/water nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of foreign material exiting from the air/water nozzle was likely from the user improperly reprocessing the device which caused the nozzle to clog with foreign material. Investigation confirmed the foreign material was not originated from the olympus device. It is likely the facility staff did not receive proper training on reprocessing and/or device handling according to instructions for use. The specific root cause of the facility training and/or device handling could not be determined at this time. The following information is stated in the operational manual instructions for use which may have prevented the event: "preparation and inspection. Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function¿ the following information is stated in the instructions for use regarding reprocessing the device which may have prevented the event: "precleaning the endoscope and accessories. Flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Clean the external surfaces. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: h6, h10 - corrected manufacturer narrative based upon new information received from customer: based on the results of the investigation, a definitive root cause could not be established. The device inspection results found a "black rubber-like material" in the nozzle. The suggested event of "improperly reprocessed device was used on next procedure" was deemed unlikely to have occurred, as the user facility demonstrated proper accordance with the instructions for use (IFU) while reprocessing the device. The user facility showed the following methods from inspection results: - pre-cleaning is performed immediately after using for procedure. - aw [air/water] channel cleaning adapter is used for pre-cleaning. - wiping of insertion section, water suction, air/water flushing steps were performed by following IFU. - all reprocessing personnel are trained on how to properly reprocess device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information received from customer. This supplemental report is being submitted to provide this information. Customer provided information on their reprocessing method. Air water channel cleaning adapter is being used for pre-cleaning. Pre-cleaning is performed immediately after a procedure following the wipe, aspirate, flush steps as per the instructions for use. The endoscope channels are being brushed during manual cleaning with a single use brush (olympus model number bw-412t). Cleaning and disinfectant solutions used with the endoscope are olympus etd4 aer and endodet endodis. All reprocessing personnel are trained on how to properly reprocess an endoscope.